Event description:
Device 2 of 2: reference MFR report: 1627487-2011-09275. The pt received the scs system on (B)(6) 2006. It was reported the pt felt stimulation in the incorrect area. The physician explanted and replaced the lead with a different model lead. The pt reported good coverage post-operative. No further pt complications were reported.

Manufacturer narrative:
Evaluation results: as received, the returned product was cut and the cut was consistent with the explant procedure. Discoloration was observed in the lead segment. Visual inspection of the incomplete extension lead segments revealed no evidence of a fractures or broken wires. No outer tubing damage was observed. Due to cut, no functional testing could be performed. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.